Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4).

Event description:
It was reported that a pulmonary vein isolation (pvi) was performed for left and for right pulmonary vascular (pv). Rf ablation was performed in left atrium and within the coronary sinus. A roof line and a box line had been created via ablation and a mitral isthmus line had been created. All the ablation took place in the left atrium and to close the box line ablation had also been performed in the coronary sinus (cs). A smartablate was in power mode control. Total ablation time had been 83 minutes with an average of 32 watts and a maximum of 41 watts. Average temperature had been 28 degree celsius, maximum 36 degree. During the total of 72 ablation turns (with not more than 62 g observed), the smartablate pump stopped working twice, showing "pump error - flow rate error" and stopped ablation. At the end of the procedure when the catheter was drawn out, the physician recognized charring on the most distal catheter part. During the procedure no steam pop, unexpected resistance or high temperature had been recognized. The case was completed without any patient consequences just delay about 5 minutes.

Manufacturer narrative:
(B)(4) it was reported that during the total of 72 ablation turns (with not more than 62 g observed), the smart ablate pump stopped working twice, showing "pump error - flow rate error" and stopped ablation. New setup of the tubing could overcome this problem both times, but at the end of the procedure when the catheter was drawn out, the physician recognized severe charring on the most distal catheter part. The returned device was visually inspected upon receipt and the tip dome had char. In addition, the shaft was bent close to the handle. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Further investigation was made by r&d. The distal tip electrode irrigated shell was carefully removed in order to expose the internal irrigation surfaces. Material was observed on the internal distal face of the tip shell as well as partially along the cylindrical wall. Material was investigated by an ft-ir method in order to get the type of material adhered to the internal surfaces. The results of the ftir analysis indicated spectra consistent with protein and sodium chloride. However, it remains unknown the origin of the material and if it was the cause of the charring reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the reported customer complaint regarding the char has been verified. However, the catheter met the manufacturing specifications.